Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert related to out-of-range shock impedance. Technical services recommended requesting the patient perform a patient-initiated interrogation (pii) and follow-up in clinic for troubleshooting. It was also recommended the clinic increase remote monitoring and alerts. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert related to out-of-range shock impedance. Technical services recommended requesting the patient perform a patient-initiated interrogation (pii) and follow-up in clinic for troubleshooting. It was also recommended the clinic increase remote monitoring and alerts. No adverse patient effects were reported. This ICD remains in service.